Manufacturer narrative:
All buttons function properly however, found moisture damage on the keypad traces during visual inspection. No unexpected cracking sound heard when pushing buttons. No damage to the keypad overlay noted during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
Customer reports to have experienced keypad anomaly. Customer states when buttons are pressed, insulin pump makes a crackling sound. Customer was advised by healthcare professional to have insulin pump replaced. Customer's blood glucose was 134 mg/dl. After troubleshooting, customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).